Event description:
In 2007, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A final angiogram demonstrated what appeared to be an endoleak from an unk source. It was determined that the contralateral component had been inadvertently deployed in between the trunk-ipsilateral leg component and the aortic wall. A retro-peritoneal cut down was performed to successfully retrieve and remove the deployed contralateral leg component. A second contralateral leg component was endovascularly implanted without difficulty. The patient is reported to be doing fine post operatively.

Manufacturer narrative:
A review of the manufacutring paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.